Event description:
The customer reported that on 16 august, the pt was obtunded and being ventilated. The nurse was in the pt's room, and noticed the pt was deteriorating. The pt's blood pressure ("bp") was decreasing. The nurse left the room to acquire bp medication. The nurse returned with the doctor and as they ("nurse and doctor") entered the room, they noticed the ventilator was alarming and the pt circuit was disconnected from the pt at the et adapter. They bagged the pt. The ventilator was removed and placed into isolation, along with the pt circuit, exhalation valve and flow sensor. The pt expired. The reported time of the incident was 09:20 a.m. The customer has not alleged malfunction of the ventilator. Ref MFR report #9611500-2013-00057.